Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had an issue with tidal volume delivery. Patient involvement is unknown at this time. A non-medtronic/covidien service provider inspected the device. Medtronic/covidien was not authorized to repair the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.